Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dilator is inconclusive due to the state of the returned sample. Three photographs of a powerpicc catheter kit were returned for evaluation. Observation of the returned photographs showed various powerpicc catheter components in an opened kit tray. No obvious use residues were observed along the devices in the returned photographs. A dilator was not observed in the returned photographs. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged dilator is inconclusive due to the state of the returned sample. Three photographs of a powerpicc catheter kit and an open powerpicc kit were returned for evaluation. An initial visual observation of the returned sample revealed all of the components of the kit were present except for the microintroducer. No obvious use residue was observed on the returned components of the kit. Observation of the returned photographs showed various powerpicc catheter components in an opened kit tray. No obvious use residues were observed on the devices in the returned photographs. A microintroducer was not observed in the returned photographs. Inspection of the returned photographs and physical sample was insufficient to confirm the alleged issue or identify a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during a PICC insertion procedure, after successfully advancing the guidewire, the dilator intended for advancing the PICC guidewire was found to be defective and could not perform dilation. As a result, the physician discarded the defective dilator and proceeded with a new PICC kit to complete the procedure. No patient impact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.